Event description:
It was reported that during a lap gastric bypass, half of the active blade broke off and fell into the patient. The generator alarmed and showed an instrument error code. The broken piece was retrieved. A like device was used to complete the procedure. Extended operating time due to searching for the broken piece. There was no patient consequence.